Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the customer comment, the device performed according to specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported while using this programmer, there were cut outs in device telemetry. Programmer appeared to have issues with staying connected to rf head. Multiple rf heads used. The programmer was returned for service. No patient complications were reported as a result of this event.